Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) the device inappropriately powered off. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)service department and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental, vibration and functional testing without duplicating the malfunction. The battery pins, battery power cable assembly and battery connection assembly were replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs does not confirm a device malfunction. No trend is associated with reports of this type.